Event description:
It was reported to boston scientific corporation in 2008, that a cre pulmonary balloon dilatation catheter was used during a trachial dilatation. According to the complainant, after reinserting the dilatation catheter into the patient, a "black piece," "behind the balloon," had dislodged or detached. Reportedly, when the physician noticed it, the device was retracted and it was noted that the "black piece" was "hanging". The procedure was completed with the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.